Manufacturer narrative:
D9 device returned to manufacturer date added d2 common device name revised on manufacturer device report in accordance with updated procedures. G1 reporting contact email revised on manufacturer device report in accordance with updated procedures.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported their automated impella controller (aic) was unable to hold a charge. It was draining even while plugged in. The aic was removed due to failure, and no patient harm has been reported.